Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to hypotension. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological event and blood pressure issues could not be conclusively established. The controller event log file contained events from 26feb2024 through 28feb2024. A low flow hazard alarm was captured on 27feb2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the reported gliosis; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including infection (local, driveline, pump pocket), hypertension, and neurological events (not stroke related), that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, an audible low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 of the IFU also lists infection and neurological dysfunction as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic for removal of their peripherally inserted central catheter (PICC) line, which was being used for chronic infection suppression, due to the patient being transitioned from intravenous (IV) antibiotics to oral doxycycline and flagyl (metronidazole) twice a day. Immediately after the procedure the patient reported an inability to move their right arm and both legs. The patient became hypertensive and had lower flows than normal by about 25%. The patient then reported numbness in their neck that traveled up to the face which caused inability to move their head. The patient was immediately transferred to the emergency department (ed) for a computed tomography (CT) scan which showed no changes from previous imaging, which had shown no acute intracranial hemorrhage and no large vessel flow-limiting stenosis or aneurysmal dilation in head and neck. The patient eventually became hypotensive to the point of a low flow alarm and was intubated and sedated for airway protection. It was noted that the patient remained intubated but awake with stable left ventricular assist device (lvad) parameters and hemodynamics. Log files were submitted for review and captured a cluster of pulsatility index (pi) events throughout the log and 2 low flow alarms on 27feb2024. The log files also captured a few momentary low flow estimates with high pi on 27feb2024. Mechanical circulatory support (mcs) equipment was operating as intended. The cause of the low flows was identified to be hypotension. The neurological event resolved; the cause was unknown however it was suspected to be an allergic reaction. The patient was safely extubated and discharged home on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.